Event description:
It was reported that the two fibers broke while inside the ureteroscope. The ureteroscope was reported to have been damaged. It is unk how the case was completed and there is no additional info available. Pt outcome: "no damage to the pt". This report is for the second fiber #2.

Manufacturer narrative:
Fiber analysis: the fiber was found to be was found to be fractured approximately 0.5 mm, under the sheathing, at the distal end. The fiber sheathing was found to be damaged/torn at the distal end and exhibited evidence of thermal damage/burning at the fiber fracture location. The fiber was returned without the identification label, therefore the lot # could not be verified. The most probable root cause of the device failure was suspected to be related to user handling/excessive bending during the procedure. Reference MFR #2937094-2013-01407.